Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during impaction, the spring on the broach handle was broken by surgeon. This situation came to no surprise because this has happened to surgeon on numerous occasions using a plus sized mallet while broach femur. This incident caused no delay, the surgical site was confirmed clean by surgeon and the procedure carried on as planned. Patient is stable condition. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections d10, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the broken instrument reported was likely the result of years of surgical use under rigorous impact loading conditions, which resulted in a fractured latch pin subcomponent. The design has been updated. The most probable root cause associated with the reported event of "broken / non-functional" is associated with a partial or full-thickness crack in the device materials.

Event description:
As reported, during impaction, the spring on the broach handle was broken by surgeon. This situation came to no surprise because this has happened to surgeon on numerous occasions using a plus sized mallet while broach femur. This incident caused no delay, the surgical site was confirmed clean by surgeon and the procedure carried on as planned. Patient is stable condition. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.